Event description:
It was reported that a pace/sense lead was added to the high voltage portion of the 6949 lead. Over the past few years, the rv threshold was rising and was indicated to be high. The pace/sense lead and 6949 high voltage lead were explanted on (B)(6)2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).